Event description:
It was reported to manufacturer that the physician's programming wand had a short in the wire and the physician requested a new programming wand to replace the non-working device. The non-working wand was sent to manufacturer for analysis where analysis confirmed that the serial data cable, which produced communication errors, had an intermittent conductor at the db9 connector location. A known good bench serial data cable was substituted and all communication errors cleared.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.